Event description:
(B)(4). After the springs were placed, I had constant cramping/sharp pains in the pelvic area. I also had constant bleeding. Had a ablation afterwards and still had the pain. Come to find out, one of the springs was perforating my uterus. Ended with a hysterectomy. All I have now is an ovary.